Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2009 due to vaginal prolapse, cystocele, rectocele and fecal incontinence. It was reported that following insertion the patient experienced pain, extrusion, bowel problems, dyspareunia and vaginal scarring. It was reported that patient experienced mesh exposure and underwent mesh revision/ mesh trimming on (B)(6) 2009 and (B)(6) 2012. Then, the patient underwent mesh excision of exposed mesh on (B)(6) 2012 due to mesh exposure and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (b)(60 2015 by (B)(6) due to mesh exposure.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) due to expose mesh.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, urinary frequency, and hematuria.